Manufacturer narrative:
It was reported that the patient has arthrofibrosis and requires a surgical synovectomy. Revision surgery is planned address the issue and to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has arthrofibrosis and requires a surgical synovectomy. Revision surgery is planned address the issue and to exchange the poly inserts.